Manufacturer narrative:
The fire alarm did not sound. The fire department was not dispatched and no evacuations were conducted. A steris field service technician arrived on site, inspected the unit, and identified the mechanical seal on the recirculation pump was installed on the unit backwards. The recirculation pump overheated and caused the reported event. The technician replaced the recirculation pump, contactors, and pump overload motor relay. The technician cleaned and de-scaled the unit. The unit was tested, confirmed operational, and returned to service. Steris will conduct re-training with the technician who made the mechanical seal installation error.

Event description:
The user facility reported that their reliance vision single chamber washer/disinfector alarmed and emitted a burning smell. No report of smoke. No report of injury or procedural delay or cancellation.